Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" therapeutic range = 2.0-3.0. Patient stated he has seen discrepant results over the last three boxes of strips (only the current lot number was provided). Does not have lot number for the first two boxes. Lab comparison results came from both the lab and the doctor's poc meter (did not distinguish which ones came from which).

Manufacturer narrative:
Investigation pending.